Manufacturer narrative:
Manufacturer ref no.: (B)(4) it was reported that the temperature went up to 85 degrees when ablating. The temperature setting was set at 43 degrees. The power and impedance also went up. The unit was returned to the ocd service center for analysis. The nis pc board was replaced, calibration was done, preventative maintenance was performed, and full safety and system tests performed. The global port was also tested and passed. The complaint condition of parameter rise was not confirmed. Per the vendor analysis report the nis board could not have caused this event. The device history record was reviewed and no manufacturing or service anomalies which relate to this event were noted in the DHR review.

Manufacturer narrative:
(B)(4)investigation is still in progress and a supplemental will be submitted once it is completed.

Event description:
It was reported that during an avnrt procedure, the temperature went up to 85 degrees when ablating. The temp setting on the generator was set at 43 in temperature controlled mode..there were no alarm messages and the physician took the foot off the pedal immediately. The power and impedance also increased. A celcius 4mm catheter was used in the procedure.